Event description:
The customer reported that she programmed a bolus of 7.1 units, but stated that the insulin pump delivered 8.0 units. The customer checked the bolus history, and found that there was no bolus in the bolus history. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.